Event description:
It was reported that before an unknown procedure, the metal tip was broken off of the device right out of the packaging. Another device was used to complete the procedure. There was no patient involvement.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, there were only four clips not sure if the staples jammed or if the quantity was incorrect. The procedure was finished with same like product. There were no known adverse consequences for the patient. No further information is available.

Manufacturer narrative:
.

Event description:
Reportedly, during auto-test alarm cpu1 cpu2 venous and arterial captors.

Manufacturer narrative:
Manufacturer: edwards lifesciences (B) (4)

Manufacturer narrative:
Evaluation summary: drift of sensors. Recalibration.